Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling jejunum to jejunum during a laparoscopic gastric bypass, the stapler was able to fire but several staples did not form at the distal tip of the staple line and appeared to have missed the anvil as the staples were sticking out of the tissue. There was a noticeable tissue bruising. It was also stated that staple line was incomplete distally and surgeon oversewn the staple line to fix it.